Manufacturer narrative:
The device was returned to resmed for an evaluation. The evaluation confirmed the occurence of system fault (sf 74). It is possible that the fault was caused by a software timing issue. The evaluation also found water ingress in the pneumatic block. The pneumatic block was replaced and the device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 74) indicating a software task error occurred. There was no patient injury reported as a result of this incident.